Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields; g1.

Event description:
N/a

Manufacturer narrative:
During an install it was found that the mechanical gauge was not working, the getinge field service engineer (fse) cleaned the unit, performed a function test, and calibrated the unit for 450 hours of use, and the gauge was now measuring the gas helium and the needle was normal. The unit tested good to be used with the battery and the electricity, and no breakages found. The condition of the unit was found to be good to for normal use. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: during an install it was found that the mechanical gauge was not working. The getinge field service engineer (fse) has ordered and is waiting for the parts to finish the repairs. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during the install of the cardiosave intra-aortic balloon pump (iabp) the helium gauge needle was found to not be functioning when opening the gas helium. There was no patient involvement, and no adverse event reported.